Event description:
It was reported that (1) dh010 was used during a lap chole procedure. It was reported by the rep that the dh010 was being used on its second case and locked from the beginning. The luke handpiece tested ok. The blade was retorqued and solid toned again. The blade was replaced with another dh010 to complete the case. There was no consequence to pt.